Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 18-0004 appeared before starting of procedure. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. Defective parts and/or devices are prohibited to send abroad. According to the provided photo and video, the reported event is confirmed. However, according to provided local diagnostic, no defects were found after a full charge. The battery test has also been passed successfully. A usability issue is suspected as a potential root cause of this event with the bad charge on the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.